Event description:
The customer reported to customer service that her pump in style transformer was broken at the housing and the wires were exposed, indicating a breach, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received , resulting in new, changed, or corrected info, a f/u report will be filed at that time.